Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type lead; other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 05-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that the ins was taken out and replaced by a competitor's ins. The lead is still implanted. The patient wanted to know if he can have an MRI. When asked if patient knew why the ins was replaced? The patient answered "based solely upon the pain doctor's recommendation for what he considered a better controlling of the settings for that controller, and that's really about all I know". The patient confirmed it was replaced in (B)(6) 2019. No further complications were reported/anticipated.